Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Bg cause was not known. Customer received assistance from paramedics and was provided with glucose in a tube.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44 to 48 mg/dl were recorded by continuous glucose monitor (cgm) from 12:02:36 am to 12:27:39 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 11:52:36 pm on (B)(6) 2020. On (B)(6) 2020, at 7:33:08 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2020, at 8:33:52 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) values from 47 to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 2:27:34 pm to 3:57:34 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:17:36 pm on (B)(6) 2020. On (B)(6) 2020, at 10:26:41 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.